Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. X-ray confirmed that the lead had migrated. The patient underwent a lead pull procedure. The explanted leads will not be returned. No further information could be obtained despite good faith efforts.